Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was broken at the end of the catheter and was leaking cerebrospinal fluid (csf) during the procedure. The event happened after implantation site closure and no delay was noted. The physician removed the device and replaced it with a new one to complete the procedure. An x-ray was not necessary since all broken parts had been recovered. The patient is currently stable.